Event description:
An aperfix am implant was implanted on (B)(6) 2013. An x-ray was later taken of the pt's knee in (B)(6) 2013 and the stainless steel screw was found to be broken. Consequently, an add'l surgical procedure was performed on (B)(6) 2013 and the aperfix implant was removed.

Manufacturer narrative:
The event was not reported at the time of removal surgery; therefore, the implant size and lot number are unk. The explanted implant was not returned to cayenne medical for eval, therefore, the root cause was not able to be assessed.